Event description:
It was reported that during an atrial fibrillation procedure a crbs polarx balloon catheter was selected for use. During ablation, the console displayed a blood detection message. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is not available for return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.